Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer patient receiving hydromorphone (15.0mg/ml at 3.150mg/day) via an implanted pump. Indication for use was noted as non-malignant pain and failed back syndrome-other. It was reported that the patient was having black out spells, " blacking out and hypotension." The patient reported they would sleep for hours and their speech would be slurred. It would happen at least 2-3 times a week. The patient had not had their boluses in months now. The patient still has the spells and gets sick to their stomach. This started in (B)(6) 2015. There would be a "sudden" onset of symptoms. It was reported that the patient heard a noise "one while in the car and thought it was the pump alarming." The event occurred on (B)(6) 2016. The patient was having the pump removed on (B)(6) 2016. There were no troubleshooting or interventions reported. In addition, the patient outcome was unknown. The concomitant medications and patient history were not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the healthcare provider. The patient had a history of chronic pain, hysterectomy (1977), stomach surgery (1979-1980), bladder and stones surgery (1983), bladder and ovary surgery (1985), tumor and pancreas surgery (1992), surgery to repair blockages of stomach, and 1 neck and right knee surgery. Past medical history included- "atrovent, synthroid 0.088mg, prechlorpevazine, diphenoxylate, hydrocodone, morphine, alprazolam, and b12 injectable. Medications the patient was taking at the time of report included - "synthroid, morphine sulfate, alprazolam, carafate, and atorvastatin calcium. The patient had their pump implanted on (B)(6) 2015 for their history of chronic pain. Since the surgery, the patient had been complaining of intermittent swelling around the reservoir and thoracic pain. The patient had been working closely with the pain management physician to adjust their dose schedule due to the patient's syncopal episodes and hypotension that they felt was brought on by the pain medication. The patient presented to the physician's office on (B)(6) 2016 requesting evaluation to remove the intrathecal pump. The patient's abdomen incision was well healed. Assessments for the visit included: chronic pain syndrome, low back pain and radiculopathy-lumbar region. Options for surgery were discussed, the physician recommended removal of intrathecal pain pump for the patient. The surgery was "scheduled."